Event description:
It was reported that a month following the implant procedure, the device pocket was found to be infected. The physician subsequently explanted the device and the right ventricular (rv) lead to resolve the event. It was decided that a replacement system would not be implanted. The explanted device and rv lead were discarded and will not be returned for evaluation. The patient was stable with no additional adverse patient effects.